Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra distributor on 05/08/2020: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00457.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, while attempting to advance the smart coil into the aneurysm, the physician had difficulty and the smart coil kicked the microcatheter out of the aneurysm. Subsequently, the physician was able to successfully place the smart coil in the aneurysm. The physician then had difficulty while attempting to advance the next smart coil into the aneurysm; therefore, the physician re-sheathed the smart coil then removed the microcatheter. Next, the physician placed another microcatheter and attempted to advance the same smart coil into the aneurysm; however, the smart coil kicked the microcatheter out of the aneurysm. It was also reported that the smart coil did not take its intended shape; therefore, it was removed. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-00457.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, while attempting to advance the smart coil into the aneurysm, the physician had difficulty and the smart coil kicked the microcatheter out of the aneurysm. Subsequently, the physician was able to successfully place the smart coil in the aneurysm. The physician then had difficulty while attempting to advance the next smart coil into the aneurysm; therefore, the physician re-sheathed the smart coil then removed the microcatheter. Next, the physician placed another microcatheter and attempted to advance the same smart coil into the aneurysm; however, the smart coil kicked the microcatheter out of the aneurysm. It was also reported that the smart coil did not take its intended shape; therefore, it was removed. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.